Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert. Upon interrogation, the right atrial lead exhibited low impedance and noise. The device was reprogrammed and the lead remained implanted.